Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2007-01106 and 9616099-2007-01107. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical study: the patient was admitted for a scheduled staged procedure. An angioplasty was conducted and it showed multifocal intrastent restenosis at the target lesion. The lesion was treated with plain old balloon angioplasty.